Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited infection and was part of a system revision. Reportedly, the patient had purulent discharge coming out from the implant site. No additional adverse patient effects were reported. The crt-d was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.